Event description:
A nurse reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced intense starbursts; causing poor night driving. The lenses were exchanged. Additional information has been requested. There are two medical device reports for this event. This report is the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).